Event description:
It was reported that a pacemaker system was implanted for this patient earlier in the day. Then later in the day it was discovered that the hospital staff had utilized an o.r. (Operating room) tray of surgical tools that had not been officially signed-off on and approved for usage. The physician then decided to extract the pacemaker and two leads and re-implant on another day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).